Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that an unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed due to 0.21 vdc. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. G4: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.